Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024 sampling from: distal end cfu: 2 cfus bacterial identification: micrococcaceae sampling from: all channels cfu: 1cfu bacterial identification: coagulase-negative staphylococci the device was evaluated where the additional reportable malfunction of foreign material remained on the air/water cylinder was noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause of the event could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following instructions for use (IFU). IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 15 colony forming units (cfus) of bacillus sp staphylococcus coagulase negative, and 12 cfus of staphylococcus coagulase negative. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.